Event description:
Manufacturer representative (rep) called into technical services (ts) to discuss ways to check the system integrity during their pocket revision surgery today ((B)(6) 2025). Ts reviewed with rep that there isn't much they can do as the implant is depleted and recharging intra-opt is not a good option, rep was thinking of putting the recharger in a sterile bag; the other option is getting a new neurostimulator. Ts reviewed with rep the wireless external neurostimulator can test if the lead is good. Later on the same day rep submit report detailing the pocket revision surgery. Rep reports health care provider (hcp) created a new pocket space above the current incision. Hcp tacked the battery down with sutures. Tested and the patient can now recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were issues with the recharging of the ins. The problems included difficulty in recharging, communication issues during recharging, and an inability to connect the recharger to the device. An x-ray confirmed that the implantable neurostimulator was perpendicular and not laying flat, which was suspected to be a contributing factor to the recharging difficulties. Troubleshooting steps included attempting to reposition the patient in various positions such as laying down, bending over, and laying on their side to facilitate the antenna's connection to the battery, but these efforts were unsuccessful. The issue remains unresolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.